Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine changeout procedure extensive outer insulation breach was noted on the right atrial (ra) lead and inner insulation breach was noted on the right ventricular (rv) lead. It was further reported low impedance and failure to capture were noted on the rv lead. The leads were capped and replaced. The replacement ra lead was positioned multiple times and dislodged, however successful placement was achieved. No patient complications have been reported as a result of this event.